Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation.

Event description:
The customer reported a "non-functional" user interface module (uim) on this device ventilator. The customer reported that there was no patient involvement with this event.